Event description:
The consumer reported that therapy was turning off by itself, twice in the last month. The patient stated that the implant was almost 100% charged when it turned itself off and he was nowhere near the programmer or recharger. The patient confirmed the implant status with the programmer when it shuts itself off. The indication for use was non-malignant pain.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.